Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that impedances were not in range. Actions taken and event status was unknown. No patient complications were reported as a result of this event.